Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 400 mg/dl. The customer stated that she got several no delivery alarms prior to the hospitalization. The customer changed the infusion set after getting the no delivery alarms, then went to the hospital. Troubleshooting was performed and the insulin pump passed the displacement test. The customer had no additional supplies with her at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.